Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, over infused. It was reported the pump was infusing air as the pump was set for a 46-hour infusion that had ended several hours early. The pump details were, 11 ml left and 237.10 ml was given, the reported indicated the rate was programmed correctly, 5.4 ml.hr. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).